Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for cautery during a gastric esophageal mass procedure. According to the complainant, during the procedure, the injection gold probe failed to cauterize. The generator was switched without success so the device was withdrawn from the patient, and then another injection gold probe was used to complete the procedure. Reportedly, the two generators involved were tested, and worked properly; no adapter cord was used. Additionally, no damage was noted to the device or its packaging prior to use. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.